Event description:
The event involved an extension set, microbore 2ml ll w/apv 60" that had a leak at the fusion point of the anti-siphon valve and the tubing when using a 5-fu drug. It was reported that the patient was sent home with a pump. The patient stated that ¿on the way home from infusion, noticed wet substance on shirt, requested to come in for assistance.¿ the 5fu pump infusystem tubing was leaking at the base of the connector between the pump tubing connecting to the port tubing at the bottom base. A leak was observed, taped to connect both tubing and the connector but it was saturated and wet. There was white substance on patient¿s abdomen. There was patient involvement but no harm or delay in critical therapy. This is the first of three events.

Manufacturer narrative:
No product samples were returned for investigation; however, a photograph was provided and evaluated. The photo showed one ms460s extension set. The tubing/semi-rigid adapter bond was encircled. Unknown residuals were present on the tubing. No other damage or anomalies were clearly visible in the image. The reported complaint cannot be confirmed based on the information provided. The device history report (DHR) was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.